Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # (B)(4) that was reported for malfunction. H3 other text : see h.10.

Event description:
It was reported that foreign matter was discovered inside syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, translated from japanese to english: sticky oil like fm was inside of a syringe. Please investigate what the fm is and influence in the human body if used.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered inside syringe with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: sticky oil like fm was inside of a syringe. Please investigate what the fm is and influence in the human body if used.